Event description:
The left common iliac artery was heavily diseased. The lesion was wired and pre dilatation was performed with a 6x100x80 evercross balloon. The balloon burst at 10 atm and it looked like a balloon remnant was left behind. The lesion was stented with a 7x57 balloon expandable stent. Two other balloons were also used post-dilate the stent . It was decided that the patient should go to surgery to remove the remnant of the evercross balloon. In exploratory surgery the remnant turned out to be a piece of plaque not the balloon. No injury to the patient was reported.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted. Hospital did not keep.